Event description:
Severe allergic reaction of urticaria, cough and dyspnea and hyperthermia during blood components transfusion. The patient was given antihistamines (promethazine), and steroids. No orotracheal intubation and no vasoactive drug support was registered. Hospitalization was not required. Pre transfusion medical products: steroids and diphenydramine hydrochloride.